Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: e nlw1620c120ee, serial/lot #: (B)(4), ubd: 21-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that an unknown endoleak was observed approximately 8 years 9 months post index procedure. The endoleak type was undetermined. The maximum aaa diameter at the time was 55 mm. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the endoleak was an unknown type iii. If information is provided in the future, a supplemental report will be issued.